Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the customer's statement that the calibration and qc were acceptable, a general reagent issue was not indicated.

Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.1 ug/ml with a data flag and the repeat result was 1.2 ug/ml. The result of 1.2 ug/ml was reported to the floor. The nurse questioned the result and it was repeated a third time with a result of 30.7 ug/ml. The result of 30.7 ug/ml was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number and expiration date were requested, but were not provided. The field service representative could not determine a cause. He cleaned the reagent probe, checked and adjusted the sample and reagent probes and checked the internal and external rinse water. He ran precision testing and the customer ran qc with results within acceptable limits.